Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the asymptomatic patient had the rv lead extracted and replaced due to high thresholds. The patient is fine post-procedure.